Event description:
This device was used in the sca event of a (B)(6) male in which the patient died. The end user reported that when the electrodes were attached to the patient the device issued the "child patient" recognition voice prompt. The pad-pak (the electrodes and battery) inserted into the device were labeled for use on adults.

Manufacturer narrative:
Investigation showed that this device and the returned pad-pak (electrodes and battery) from lot a1118 had been successfully tested at heartsine technologies, (B)(4) prior to dispatch of the device in (B)(6) 2008 and the pad-pak in (B)(6) 2011. Investigation confirmed a fault with the reed switch. The reed switch is used to switch the device from "adult" mode to "child" mode. In this event the failure of the reed switch meant that the device identified a child patient and not an adult. Analysis of the data confirmed that at no time during the event did the patient have a shockable rhythm and that the device correctly advised CPR but it would appear that CPR was not performed. It is concluded that the outcome of the patient was unaffected by the specific fault identified with the reed switch.